Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in (B)(6) 2019, due to hyperglycemia. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the hospitalization was due to a urinary tract infection causing uncontrollable blood glucose. The customer stated that they were also hospitalized in (B)(6) of 2018, as they had a blood glucose over 500 mg/dl. The customer stated that the event occurred as their supplies were locked in a van. The customer mentioned high blood glucose due to none insulin pump related reasons. The device will not be returned for analysis.